Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic gastric bypass. The patient's medical history is obesity. The stapling device was being used for creating the jj anastomosis. The stapler was able to fire but the staple line was incomplete at the distal end. The knife blade stopped at short of the end. In order to resolve the issue and complete the case, another stapler load was fired. There was no patient harm.